Manufacturer narrative:
--

Event description:
Additional information indicates that this patient underwent a revision procedure and it was determined that the setscrew was not completely tightened down. The rv lead was unscrewed and reconnected. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance on the right ventricular (rv) lead. An x-ray was performed and the physician believed that there was a setscrew issue. The patient was to undergo a revision procedure. At this time, no further information has been made available.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.